Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was not hold its charge and the pump unexpectedly shut down. Customer reported the usb port was damaged and the pump could not be charged. Customer's blood glucose was 118 mg/dl. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery/unexpected shut down could not be verified. The damaged usb port damage was confirmed.